Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a video-assisted thoracoscopic surgery (vats) the device did not fire, the surgeon was able to press the green button but was unable to squeeze the handle. The reload originally paired with the device was able to be fired when the handle was replaced. No patient harm.